Event description:
It was reported that during preparation for a trans-arterial embolization treatment procedure, catheter shaft damage was noted. After this renegade micro catheter was removed from the dispenser coil without difficulty, a "bump" was noted on the catheter shaft. The "bump" presents rough edges. The "bump" is the same material as the catheter and is not thought to be foreign material. The procedure was completed with another manufacturers' device. There were no reported patient complications. The patient status is listed as good.

Event description:
It was reported that during preparation for a trans-arterial embolization treatment procedure, catheter shaft damage was noted. After this renegade micro catheter was removed from the dispenser coil without difficulty, a "bump" was noted on the catheter shaft. The "bump" presents rough edges. The "bump" is the same material as the catheter and is not thought to be foreign material. The procedure was completed with another manufacturers' device. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter dimensions were within specification. A 0.0184' mandrel was inserted into the catheter shaft and no restriction was experienced, the mandrel advanced out the distal end with ease. The catheter was microscopically and visually examined and a mechanical pinch was noted on the catheter shaft 63cm from the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered manufacturing. (B)(4).

Manufacturer narrative:
(B)(4)